Manufacturer narrative:
Continued e1 (phone no.): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture", "periprosthetic capsule segments with inflammatory reaction to foreign material". Device has been explanted and replaced.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. This record is for the right side. Device was explanted and replaced. It was determined that rupture did not occur, therefore the event will be unreported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.